Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. There was no reported impact to the customer's blood glucose level. Tandem technical support was unable to obtain additional information regarding the reported event due to the customer ending the call.